Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that signal loss over bnan hour occurred on 05-18-2022. For transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed, and confirmation was undetermined for serial number (B)(6), because an investigation cannot be performed. The allegation was undetermined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).